Event description:
Bag to valve leaked. Photos are not the exact device used, meaning the packaging was not kept. It is the device just not the correct lot number and expiration date hence the UDI was not utilized.